Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic (B)(4) - no consequences or impact to patient. No known device problem. Evaluation results: a visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on lens surface. Conclusions - (no device failure): based on the complaint history and the evaluation of the returned product, it has been determined that the root cause of this event was due to physician's preference. The surgeon changed his mind and decided to implant a different lens. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic in the patient's left eye. The lens did not center well in the eye. The physician decided to remove the lens and implanted a 3-piece lens instead. There were no adverse events. There was no patient injury. There was no device malfunction, it was physician's choice.